Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 372 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and an no delivery while trying to deliver a bolus. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported to have received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. No motor error alarm. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.